Event description:
Related manufacturer report number: 2916596-2021-03317. It was reported that a pump stop was noted for the patient on interrogation. The patient denies knowing about the pump stop and is asymptomatic. A log file review was requested. The data showed 1 low speed advisory and 2 pump stops at 7:50 pm on (B)(6) 2021. The momentary pump stops may have been caused by a high current event. The pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A high current event can be caused by either power spikes, or a thrombus. Another possibility is that there could be a potential issue with the percutaneous lead. The pump stops and low speeds appear to be occurring on batteries. It may be beneficial to obtain x-ray images of the driveline to see if there are any potential areas of damage. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. In addition, the log file indicates that the patient did not connect to the power module/mpu during this history. This suggests that the patient is sleeping on battery power. The patient should be advised to always connect to the power module/mpu while sleeping to reduce the risk of not hearing an alarm and the pump stopping. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the vad coordinator requested one unshielded patient cable for the patient. It was reported that the patient had another pump stop. The patient was given an orange cable last visit. A log file review was requested. The log shows that the patient continues to have pump stop while on battery power. Technical services compared the data from the log submitted on (B)(6) 2021 patient had pump stop on (B)(6) 2021 and with current log pump stop again on (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while on support from batteries. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. The x-rays submitted were unremarkable. Otherwise, there were no other notable alarm conditions or parameter changes in the log file. The vad is functioning as intended. The vad team did end up swapping the controller and the patient is doing well. It was reported that the patient was having low speed alarms at home while on grounded and ungrounded patient cables. The patient had a recent percutaneous lead repair on (B)(6) 2021. The log file captured new pump stop events on (B)(6) 2021. It is reported these occurred on grounded and ungrounded patient cables. The pump stops appear to be caused by a phase to phase short. The patient had the max external dl length replaced in the past so another repair is not possible. Per the vad team, the patient is being admitted to the hospital and will be considered for either exchange to hm3 or transplant. The patient will remain on batteries unless further log files are needed in which case, the ungrounded cable will be used. Additional information revealed that a controller exchange occurred on (B)(6) 2021 and the patient was doing well following the exchange. The patient underwent a pump exchange from heartmate 2 (hm ii) to heartmate 3 (hm3) on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Main investigation conclusion: the reported event of a system controller exchange was confirmed via additional provided information. Additional information provided on 18jun2021 stated that a controller exchange took place. Multiple good faith efforts were made requesting the reason for the controller exchange on (B)(6) 2021, for the serial number of the controller, and if it will be returning; however, no response was received. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ addresses how to properly exchange the system controllers. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.